Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 26.3 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual shots for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as positive results in ketone test, nausea, vomiting, abdominal pain difficulty in breathing. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. Customer reported that suspected in pump was under delivering. The insulin pump will not be returned for analysis.